Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00264. The pt was implanted with dual percutaneous leads on (B)(6) 2009 for low back and leg pain. It was reported that the devices were replaced on (B)(6) 2011 due to migration. Effective stimulation was recaptured for the pt as a result of the procedure. The explanted leads were returned to the manufacturer for analysis.